Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Customer's blood glucose level was 497 mg/dl. Customer did not recall if the multiple events occurred on the same date of event or different dates. Multiple syringe needle changes were performed resolving the issue.